Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient describing the fall and hip surgery. They fell at 3 am that morning straight down on both knees, and when they went to the restroom at 7 am, that's when they fell and broke their hip. The patient stated that their legs start quivering anytime they walk and tend to split out; they thought it was from weeping leg syndrome. The patient said they were going to a rehab hospital, and they had a problem with their memory at times, so if they got worked up, their memory was affected. The agent asked if the fall was related to the device or therapy, and the patient stated it was not working for them. They said that they have fallen at least 20 times this year. The caller stated that they had an unrelated surgery back in march, and the ins was kept on for the surgery. The caller said the ins worked fine before the surgery, and they could feel the stimulation as they moved, but they could no longer feel the stimulation after the surgery. The caller also mentioned that they were shaking, it was hard to eat and write, and they couldn't do anything. The agent suggested that the patient contact their healthcare provider to have the dbs device checked. The caller stated that they lost their equipment and could not check on the dbs. The agent connected the patient to sunmed to order the external equipment for dbs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to address the issue further. The patient also has an scs device and could connect to the ins. They saw that the scs device was depleted and no longer providing therapy (see sr 606907252 for the scs case).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they presumed their batteries were down on both of their implanted neurostimulators (one for parkinson¿s and the other for pain) because their parkinson's was getting worse. The patient stated that about 5 weeks ago, they fell and broke their hip, and it's been getting worse since then. No troubleshooting could be accomplished because the patient¿s handset needed to be charged, and they did not have access to a charging cable at the time of the call. The patient was redirected to their healthcare provider to further address the issue.